Event description:
It was reported that this event involved a pt with congenital pulmonary disease. It was noticed, the catheter had leakage from the shaft (body of the catheter) to the transparent extension line. Additional info received on 05/03/2010 from arrow (B)(4) stated that the catheter was in place a maximum of two months via right jugular vein. It was noted that the catheter began to leak. The leak was actually caused by a "connection-problem." Received further info on 05/14/2010 after conversations with arrow (B)(4) stating that the catheter was leaking between the catheter shaft and extension line. A repair kit was utilized, however, the repair kit is for the hubs to be replaced. The repair kit was not successful in solving a catheter leakage problem and thus, a new catheter was inserted. No pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.